Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated pump occlusion alarms that were resolved only after changing supplies, including a steel infusion set and later the cartridge, with no reported impact on blood glucose. Symptoms included device alarms without reported hypoglycemia or hyperglycemia. Outcomes included interruption of insulin delivery that required supply replacement and patient education, with discussion of backup therapy if replacements did not arrive in time. Investigation included technical support troubleshooting and user re-education on infusion set and cartridge replacement. Investigation of this case revealed that the occlusion condition cleared after supply changes, consistent with infusion set or cartridge-related flow restriction. It was concluded that the device functioned as designed and that the event was attributable to infusion set or cartridge occlusion that resolved after replacement.